Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: PMA/510(k)- k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The image provided by the user showed that the lock adapter had come off the male connector of the sampling system. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. It was likely if some substance that could work like a lubricant was adhered to the male connector, the lock adapter might become dislodged when tightened up. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. During set up, the user found that the sampling manifold was broken. They decided to not use this item and change. The procedure outcome was not reported. The patient was not harmed.